Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called to report that the infusion sets fell out and the device alarmed no delivery. The customer's blood glucose level was 412 mg/dl. The customer reported having a headache and treating with manual injections. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return their device back for analysis.